Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to trunk cable connector. The connector was cracked, and the red (can h) and rear pulse wires were open in the connector. The root cause for the open wires could not be positively identified but was likely excessive force. No adverse event resulted from the open wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204. The pt was issued a replacement electrode belt.